Manufacturer narrative:
The reported complaint of failing rate accuracy was reproduced during testing. Review of the device error log showed no recent errors were recorded. Inspection of the suspect device showed the platen was cracked and the bezel datum posts were damaged. The damaged datum posts combined with the cracked platen reduced the gap between the pumping mechanism fingers and the platen, resulting in reduced flow. After replacing the broken platen and damaged bezel, testing showed the device was performing in specification. The root cause of the reported complaint of failing rate accuracy was identified as a broken platen and damaged datum posts on the bezel. Device history review: review of the source device (sn (B)(4) service history record showed the device had a manufacture date of 02may2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device failed rate accuracy testing and there was an unspecified issue with the bezel. Although requested, additional information was not provided to date.